Event description:
It was reported to tyco/kendall healthcare on 8/30/06 that a customer had a problem with the 1cc tb syringe. The customer reported that the tb syringe, kendall monojet syringe 1 cc 27 gauge x 1/2 inch needle attached. When cap removed, needle fell off. It was not used on a pt. And the nurse was not injured.

Manufacturer narrative:
An investigation is currently underway, upon completion of investigation, the results will be forwarded.